Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin was leaking past both o-rings. The blood glucose reading was 151 mg/dl. Replacement reservoir being sent. Nothing further reportable.

Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis.